Manufacturer narrative:
Updated section - b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h1. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified errors in logs 111, 112, 113 and replaced executive processor as precautionary measure and missing display strain relief. Performed passing full functional checkout unit cycling overnight on catheter and patient. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part with a reported unit failure of a unit shutdown during maintenance. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No errors or issues found during testing. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.

Manufacturer narrative:
Corrected section - d5, e1 (initial reporter), e2, e3, e4, g2. Updated section - b4, d9 (return to manufacture date), g3, g6, h2, h6, h11.

Event description:
N/a.

Manufacturer narrative:
Corrected section - e2. Updated section - b4, g3, g6, h2, h6, h11.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit shutdown. There was no patient involvement reported.